Event description:
It was reported that one of the pedals was not working properly, it was stuck. As per the customer response this issue cause that the device run continuously.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a scratched housing was noted. Complaint of stuck right pedal was confirmed. Footswitch failed functional testing with hand piece error using a known good control unit and mdu. Footswitch did not run continuously during functional testing but right pedal did fail to function properly. The actuator for the right pedal is stuck from corrosion buildup. The complaint was confirmed and the root cause was determined to be a corroded right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that before the procedure, one of the pedals was not working properly, it was stuck. As per the customer response this issue cause that the device run continuously.